Event description:
The winding of the glenosphere could not be fixed into the metaglene. It seems there is a problem with the glenosphere-screw. Surgery was extended by 30 minutes.

Manufacturer narrative:
Examination of the submitted device revealed evidence comfirming the reported problem. Dimensional analysis found the product to be conforming to specifications. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the reported event; however, evidence was found suggesting user technique was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is indicated. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.